Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "inadequate range of motion due to improper selection or positioning of components." Number 20 states, ¿persistent pain.¿ remains implanted.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced pain, approximately twenty months post-op. The patient was prescribed crutches and pain medication; however it was reported the patient was non-compliant and does not use the crutches. No revision procedure has been indicated.